Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown product performance issue. Additional information obtained from the field which indicated that the lead exhibited noise. No additional adverse patient effects were reported.